Event description:
This lead was implanted on (B)(6) 2011, and remains implanted at this time. Information received on (B)(6) 2013, states that there was a history of atrial undersensing of af and oversensing of ventricular activity. Lots of atr episodes in logbook. Unsure if true or oversensing. Physician and facility was unknown. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).